Manufacturer narrative:
The insulin pump passed the functional testing, including the idle current test, run current test, self test, off no power test, reset error alarm test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test, and rewind. No excessive no delivery alarm was noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had recurring no delivery alarms during bolus, basal rate, and fixed prime. Customer stated that the reservoir was not empty. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.